Manufacturer narrative:
A device history record review was performed for the subject device part number: 359.219. Synthes lot number: 9463600. Release to warehouse date: 11.aug.2015. Manufacturing site: (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product development investigation was performed: it was found that the handle is cracked as described in the complaint description. The break is typical for brittle material at the critical cross section. The break occurred at the location of the shaft diameter change. There are signs of misuse on the instrument. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The subject device has been received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the blue plastic handle of the inserter for ti elastic nails, broke on the top, during operation. The instrument still works, so the operation went fine. This report is for one (1) inserter for ti elastic nails . This is report 1 of 1 for complaint (B)(4).